Event description:
A remstar pro c-flex + device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles inside the assembly. In addition, there was contamination from tobacco and dust/dirt found inside the device. The device was scrapped per the customer request. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.